Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Return instrument test/evaluation (rite) test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The ground bond resistance measured 0.102 ohm (ground bond test specification is 0.001 - 0.100 ohm). An internal inspection revealed no problems. Ground bond test was performed and found a high resistance reading from door post to power entry module - resistance of 0.004 ohm. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. No failure or malfunction was found that could have caused or contributed to the ground bond failure. Assignable cause for the return instrument test/evaluation (rite) failure of ground bond failure was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.